Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was closed, but the system detected it as open. A field service engineer (fse) attempted to recover the door using the user application, but the drawer failed. The fse checked the inseparable and found that the magnet was missing. Then, the fse replaced inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had cubie drawer required maintenance. The customer reported that the malfunction occurred while refilling the station and the drawer was inaccessible, so it set a workaround to get the medications from the pharmacy. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.